Event description:
I received chemical burns each of the last 4 freestyle libre 10 day sensors from the adhesive. Prior to the beginning of 2019 I had zero issues. Obviously they changed the adhesive compound / potency. Is therapy still on-going? Yes.